Manufacturer narrative:
(B)(4). Batch # m93e3u. Event date is unknown. Investigation summary : the device was returned with the lower jaw damaged. Testing found a short on the device when the jaws are fully closed, resulting in an alert screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. A probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint.